Manufacturer narrative:
Awaiting requested device for repair and failure investigation.

Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting. The customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Event description:
(B)(4).